Event description:
It was reported that a patient underwent a dental procedure on (B)(6) 2012 date and a hemostatic agent was used. One week post operative, the patient developed an infection and was treated with antibiotics. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: representative samples from the same lot number as the actual device were returned for evaluation. The samples conformed to requirements.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07650. The same patient is represented in each medwatch.